Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reported contacted animas alleging that the patient experienced a blood glucose ranging from 48 mg/dl to 350 mg/dl with confusion associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, the patient reported an increased bg of 350mg/d and a decreased bg of 48mg/dl in the last 2 weeks. Customer technical support troubleshot the pump with the patient and patient stated he made adjustment to basal delivery several days. The patient changed his 10am basal from 0.950 to 0.925. 6am from 1.050 to 1.025. 3am from .0.550 to 0.525 and 9:30pm from 0.800 to 0.725. The patient stated he started to experience lows, reason for changes. Patient stated she changed basal delivery back because he started to experience highs. Troubleshooting determine no inaccuracy in delivery from pump. Patient was advised to speak with their health care provider (hcp) concerning alternate site of insertion. The reporter stated hcp made changes to I:c ratio in (B)(6) changing if from 12 or 13 gram to 11grams at 5pm. Patient was advised to consult with hcp before making any changes. The patient stated treatment consisted of 350mg/dl bolus via pump or insulin via injection after changing ifs. Patient stated treatment for low is consuming carbs. This complaint is being reported because the patient experienced hyperglycemia and hypoglycemia associated with user error and not a malfunction of the pump.